Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the keypad buttons were intermittently unresponsive for four months. The reporter denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be intact. The contrast button was found to be intermittently responding. The keypad was removed and contamination was observed under all of the button contacts.